Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue with the speaker, clarified as low audio. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Medical device problem codes, updated from a160102 to a090103. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification for the customer reported "issue with the speaker (low audio)", which was not reproduced. The reported condition was not verified. No causality was identified and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.